Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. By phone, the fse confirmed the reported error with the customer. The fse traced the issue to a dirty z-axis shaft on the sample nozzle and instructed the customer to clean the shaft with an alcohol pad. The resolution was verified by customer being able to run without any errors occurring. No further action required by field service. The aia-2000 analyzer is functioning as expected. A complaint and service history review from the install date through the aware date of the event for similar complaints was performed for serial number (B)(6). There were no similar cases found during the search period regarding the reported 2061 error. Regarding the reported 4223 error, there were two similar cases found during the search period, including this case. The aia-2000 operator's manual under appendix 4: error messages states the following: [2061] tip detachment failure by main arm cause : a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. [4223] main arm z-axis home overrun cause : the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was traced to maintenance; the z-axis shaft on the sample nozzle needed cleaning.

Event description:
A customer reported "2061 tip detachment failure by main arm and 4223 main arm z-axis home overrun" errors on the aia-2000 analyzer. The customer verified that the waste bin is not full. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (hcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.